Event description:
From clinical trial study organizer; it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2010. According to report, the pt's system was successfully accessed multiple times to allow for administration of scheduled clinical trial. However, after recent injection swelling and leakage was noted around the injection site. On (B)(6) 2012, the pt had surgery to revise the system. During surgery, it was not that the outlet tube of the portal had broken. The portal was replaced. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the eval.